Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient reported that the cgm was displaying inaccurate glucose readings. No fingerstick blood glucose (fsbg) measurement was performed to verify the cgm values. In response to the reported glucose readings, the patient administered insulin; however, the patient declined to provide details regarding the dosage. The patient reported experiencing dizziness and disorientation, which prompted a family member to transport him to an urgent care facility for evaluation. At approximately 10:00 am on (B)(6)2026, the patient arrived at the urgent care. The healthcare provider (hcp) checked the patient's blood glucose and informed the patient that the result differed significantly from the cgm reading. However, the patient was unable to recall the specific bg value or the corresponding cgm reading. The patient stated that no additional medications were administered during the visit and that he only took one glucose tablet. During the visit, blood glucose was reportedly checked three times; however, the patient was unable to recall any of the glucose values or how they compared with the cgm readings. Prior to discharge, an additional blood glucose measurement was obtained, but the patient could not recall the result or the corresponding cgm value. The patient was discharged at approximately 1:00 pm, and no medications were prescribed upon discharged. At the time of the report, the patient stated that he continued to feel weak. No product was provided for investigation. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 100 points. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.